Event description:
It was reported the pt's device was in a power on reset condition (por). No pt symptoms were reported. The pt was referred to their health care provider. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).